Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the device had no seal and the patient had a bleeding after procedure. There was no regrasp alert. There was an end tone reported but no evidence of energy delivery. There was no patient injury.